Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to non capture. The physician decided that lv pacing was not beneficial to the patient so a new lead was not implanted. No adverse patient events were reported.

Manufacturer narrative:
On (B)(6) 2016 - the patient had received shocks and upon interrogation it was found this lead had dislodged. Multiple dilations were done in an attempt to pass the lv lead passed the stenosis to reinsert it. It was at that point the physician decided not to attempt another lv lead and to remove this one. Patient and device codes have been updated.